Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "early or late postoperative infection and allergic reaction." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 11 mdrs filed for the same event (reference 1825034-2013-00759 / 00769).

Event description:
Legal counsel for the patient alleges that patient underwent reverse shoulder procedure on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to alleged fracture of screws, infection, nerve damage, pain, and disfigurement. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 11 MDR's filed for the same event (reference 1825034-2013-00759 / 00769).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the returned product could not confirm the reported complaint. Dimensional evaluation could not be conducted due to significant wear and deformation. Therefore, a conclusive root cause could not be determined.